Event description:
It was reported that the cardiosave hybrid domestic unit was overheating. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.

Manufacturer narrative:
Testing of actual/suspected device(10): a getinge field service engineer (fse) was dispatched to evaluate this unit. The fse reports onsite powered unit on. Had let run for several minutes and could not duplicate any over heating on pump. The fans are working properly, nothing unusual in logs. Ran compressor above 420 rpm for 30 minutes and had no failures. Verified unit calibrated and passes all functional and safety tests per factory specifications, returned to customer and cleared for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit was overheating.